Event description:
The recent download from a (B) (6) female patient revealed several "battery pack fault" as well excessive "pulse current fault" flags. Support contacted the patient, but could not leave a message. Support attempted to reach the patient on 06/10 and 06/12 and could not reach patient or leave a message. On 06/13 the patient contacted support and support exchanged her monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was not confirmed. The pulse current fault flags could not be duplicated. However, during testing the monitor failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The unit will be made a demonstration unit. No adverse events resulted from the u3 failure. The patient received a replacement monitor.